Manufacturer narrative:
(B)(4). Date sent: 12/12/2022. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample revealed that one gst45g reload (b) was returned inside its package unopened; upon visual inspection, it was observed that the tyvek from the packaging was damaged (hole); the damage was noted to be from the outside to the inside. The damage found compromised the device's sterility. In addition, upon evaluation of the reload, some drivers out of position, and the reload pan was noted to be bent and partially dislodged at the distal end. Due to the damages found on the tyvek and the reload, a possible cause for these conditions is due to improper handling during transit or storage as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022 batch #unk. Additional information was requested and the following was received: which portion of the packaging was damaged (tyvek, plastic/blister, white outer box, etc.)? Primary package was damaged was sterility compromised as a result of the packaging damage? >> yes a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that nails dropped in the sterile packaging. The event occurred during the sterile processing, and during field inspection. There were no patient consequences